Manufacturer narrative:
H11: additional manufacturer narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The implant date and the occurrence date are unknown; however, the article provided the following dates on page 02: "underwent mitral valve replacement with a 33 mm carpentier-edwards magna-ease pericardial bioprosthesis in september 2022. At the 2-month postoperative echocardiographic follow-up, a motile mass was incidentally detected". Therefore, 01-sept-2022 used as the implant date, and 01-nov-2022 is being used as the occurrence date. Article citation: gunga z, rubimbura v, oberson d, monney p, bechtold x, ltaief z, rancati v, eeckhout e, kirsch m. Thromboaspiration of a left-sided bioprosthetic valve thrombosis by a mini-access: the lausanne novel procedure. Front cardiovasc med. 2024 jul 4;11:1371692. Doi: 10.3389/fcvm.2024.1371692. Pmid: 39026998; pmcid: pmc11254789. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article: "thromboaspiration of a left-sided bioprosthetic valve thrombosis by a mini-access: the lausanne novel procedure", the following event was identified as pertaining to an edwards device: a 54-year-old patient with a valve model: 7300tfx33 implanted in the mitral position underwent a minimally invasive surgery to treat left-sided bioprosthesis valve thrombosis (lsbvt) approximately three (3) months after implant. Reportedly, a motile mass was detected at the two (2) months follow-up echo. The patient was asymptomatic, and the bioprosthesis did not exhibit any restricted leaflet motion. Despite the absence of clinical or laboratory evidence for endocarditis, a broad-spectrum empiric antibiotherapy was initiated for a period of 3 weeks conjointly with therapeutic-dose anticoagulation using heparin. However, the echocardiographic control showed no alteration in size (18 mm x 11 mm) and aspect of the mass. Thus, decision was made to remove the thrombus via minimally invasive access, to avoid the risk of embolization. Reportedly, the surgery was uneventful, with immediate extubation and successful removal of the mass confirmed via echocardiography. The patient had a smooth postoperative course and remained free of relapse during the first-year follow-ups, indicating a successful outcome.